Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while starting ilet, with blood glucose reaching 278 mg/dl after a low-carbohydrate dinner that was not announced, and the glucose subsequently trended downward as the system dosed based on sensor readings. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included technical support troubleshooting and user education on proper use, including advising meal announcements during the initial learning period and allowing up to two hours for glucose to return to target. Investigation of this case revealed no observed infusion set issues and that missed meal announcement during early system adaptation likely contributed to the elevated glucose. It was concluded that the event was consistent with hyperglycemia associated with missed meal announcement during the ilet learning period, with device function as intended.